Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays patient vital signs data from multiple bedside multi-parameter patient monitoring devices through either wired or wireless connections. Welch allen factory service tested and confirmed that the display had failed. The cause of the problem is of unknown origin. The display monitor is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess trouble-shooting capability beyond identifying these subcomponents as the source of failure.

Event description:
The customer stated that one of the displays for (B)(4) acuity central monitoring system failed. The customer did not provide any patient information.